Event description:
It was reported the pt is experiencing pain at the ipg site. It was also reported the charger and programmer can no longer communicate with the ipg. The pt has not recharged the ipg as recommended. The pt will undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history. Add'l h9 info: 1627487-12192011-003-r.